Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: please provide lot number, unk. Was there any change in the patient¿s post-operative care due to the 30 min prolonged procedure? Unk. What is the most current patient health status and condition? The patient discharged smoothly. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The sample will be returned delayed since quarantine restrictions. Investigation summary: upon visual inspection of the image received for evaluation, a former was observed, a broken needle attached to the suture, and the section of the needle, product code vcp359h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a c-section surgery on an unknown date in (B)(6) 2022 and suture was used. During use on the patient the needle broke during sewing the uterus. The operation time prolonged about 30 minutes to look for the broken needle. Finally the broken needle was retrieved from the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/11/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a failed suture needle was submitted fractographic evaluation. The component was identified as product code vcp359h. It was requested that assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of intergranular fracture, which is evidence of a brittle fracture mode. This was a non-ductile fracture. The needle exhibited amounts of intergranular failure. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was received: after investigation, the patient, a female of unknown age, underwent cesarean section on (B)(6) 2022. The surgeon used vcp359h to sew the uterine tissue in continuous way (the specific suture tissue level is unknown), and the needle is broken during sewing (the broken end of the needle was close to 1 / 3 of the needle tail), the surgeon immediately looked for the broken end of the needle and found it in the patient's body, took out the broken end of the needle and checked the integrity of the needle. After confirming that there was no foreign body left in the patient's body, a new device (the specific product name and code are unknown) was used to continue the surgery. The subsequent operation was smooth. This event did not cause other harm to the patient except that the operation time was prolonged by about 30 minutes. At present, the patient is in stable condition and has been discharged smoothly. No subsequent adverse event reports were received. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.